Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the received device was evaluated by the manufacturer. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. Corrective action was not indicated. Device history lot: product code 130790048, lot number 5253916, device history review: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. There was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address an infection. Update aug 7, 2017: claim letter received. This complaint was updated on. Update 8-7-2017: claim letter has been reviewed. The document indicates that approximately two months post primary reverse shoulder replacement the patient had his shoulder was not functioning as intended and was manipulated by his surgeon to allow him to use his shoulder during physical therapy. Shortly thereafter, the patient's shoulder became infected for which he received antibiotic therapy. At time of revision due to infection, a biopsy of the tissue surrounding the previous location of the artificial shoulder was taken and revealed foreign fibers, including metal, within the tissue. The total reverse shoulder was explanted upon revision and antibiotic spacers were placed. Once the infection cleared an unknown shoulder replacement system was re-implanted. The claim letter also indicates that the patient is still having pain. Please take note, it is unknown if the current shoulder replacement is depuy products. Reportability has been updated. Updated 8-28-2017.

Event description:
Update 11-20-2017: legal medical records have been reviewed. Primary operative notes (B)(6) 2016 indicate the patient received a reverse shoulder replacement due to cuff tear arthropathy, should shoulder. The procedure was completed without indication of complication by the surgeon. Operative notes (B)(6) 2016 indicate the patient received a removal of left reverse total shoulder replacement, irrigation, debridement and placement of competitor antibiotic spacer and beads due to infected left total shoulder replacement. Upon incision, the surgeon noted a grey metallic appearance which he stated to look like metal wear. The procedure was then completed without indication of complication by the surgeon. Operative notes (B)(6) 2016 verify a competitor product shoulder construct was re-implanted after antibiotic spacer removal. There has been no new information provided that would impact MDR reportability. Updated 12-18-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.